Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently it was reported that the proximal neck diameter was 39.3mm and the aneurysm diameter was 61.9 to 79.9mm. It was reported that the patient is presenting a type I endoleak in all three zones (neck proximal type I and the limbs had a distal type I) in addition to the aneurx devices the patient was subsequently treated with another manufacturer's stent grafts (cuff and a limb) on the right side. Currently there is no additional treatment for the patient since there is not enough neck and seal zone on the upper proximal side of the aortic neck. In addition, both iliac limbs do not have wall apposition and are dilated with no room to place extension flared cuffs. The patient will continue to be monitored and no additional clinical sequelae were reported a review of still images showed that the aneurx had migrated into the sac due to disease progression on the proximal neck and bilateral iliac vessel dilatation. Another manufacturer's device (cuff) was placed inside the aneurx up to the renal arteries; however, the presence of a type I endoleak was confirmed.

Manufacturer narrative:
(B)(4). Method: (images). Results: inherent risk of procedure (stent graft migration, endoleak); patient¿s condition affected effectiveness of device (disease progression; proximal neck and bilateral iliac vessel dilatation). Conclusion: inherent risk of a procedure (stent graft migration, endoleak);device failure related to patient condition (disease progression; proximal neck and bilateral iliac vessel dilatation).